Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse determined that the flex cardio was not booting. To resolve the issue, the fse reloaded fc 2010 software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.